Manufacturer narrative:
Upon further review and evaluation by third-party service provider, no foam particles or evidence of foam degradation were identified within the device. The initial MDR was submitted based on preliminary information suggesting a potential foam-related issue. However, subsequent evaluation findings do not support the presence of foam degradation. This supplemental report is being submitted to correct and update the information previously reported.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found that issue identified during disassembly process with burnt humidifier base cable. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.